Event description:
It was reported that during a longo procedure, when the blade was supposed to be fired, it did not cut the washer and did not cut the tissue. The stapler did not compress the tissue but stayed in the instrument. Then, surgeon had to take out anvil and use open hemorrhoidectomy by silk and hand; the operation took 35 minutes more. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer indented. Additional information: did the device staple? No, but the staple dropped. How much blood loss? Not very much (estimation of surgeon). Was the patient given a blood transfusion? No. How was the bleeding controlled? Using kelly, surgeon clipped and controlled the bleeding. The analysis results found that the device arrived in good visual condition with several partially formed staples inside the pockets and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.